Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the investigation, the monitor displayed a service code 204 (monitor/belt unusable) when connected to a belt. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle had bent pins, causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a patient's monitor for an unrelated issue, a reportable malfunction was found.